Event description:
Reportedly, it is not possible to perform manual transmissions as the message "do you want to start a manual transmission" keeps appearing. Preliminary analysis revealed an incorrect parameter definition by the user.

Manufacturer narrative:
Preliminary analysis revealed an incorrect parameter definition by the user.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data revealed that the subject smartview connect was set to allow only one patient-initiated transmission. - the observed behavior most probably resulted from a patient-initiated transmission already done in the past, which prevented the manual transmission on (B)(6) 2023. - the parameter may be updated in the smartview website to allow more patient-initiated transmissions.

Event description:
Reportedly, it is not possible to perform manual transmissions as the message "do you want to start a manual transmission" keeps appearing.